Event description:
It was reported that the device became stuck within the lesion. The 24mm x 2.75mm diameter, 99% stenosed target lesion was located in the severely tortuous and severely calcified middle left anterior decending artery. A 330cmrotawire was selected for use along with a 1.25mmrotalink plus. The devices crossed the first lesion without resistance. The devices were retracted in a platform rotational setting and became stuck right before reaching the second lesion. The devices were removed from the patient's body by engaging the guiding catheter deeply and removing with the system as one unit with rotation. The procedure was completed with another of same device. No complications were reported and patient condition was stable post procedure.